Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer was using lyumjev insulin. Tandem clinical support informed customer that lyumjev is off-label per the user guide. The customer reverted to an alternate method of insulin therapy.